Event description:
The customer received questionable direct bilirubin and total bilirubin results for one patient sample. The initial results were a direct bilirubin of 48 umol/l and a total bilirubin of 35 umol/l. The biologist considered this difference to be too great so he sent the sample to another lab working with an olympus analyzer and the results were a direct bilirubin of 32 umol/l and a total bilirubin of 60 umol/l. It was unknown if any erroneous results were reported outside the laboratory or if the patient was adversely affected. The total bilirubin reagent lot number was 664466. The expiration date was 09/30/2013.

Manufacturer narrative:
The patient sample was submitted for investigation and the customer's results were not confirmed. As the direct and total bilirubin gave almost the same result it was possible only water soluble bilirubin fractions were in the sample. This was confirmed by an hplc measurement where mainly delta bilirubin was detected. No adverse event was reported.

Manufacturer narrative:
Additional information was received stating the actual date of the event was (B)(6) 2012. The erroneous results were not reported outside the laboratory and the patient was not adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).